Event description:
Reporter contacted technical solutions reporting a pump explant due to it malfunctioning. Additional information was provided confirming that there was a prior attempt to access the diagnostic port of the pump, and no fluid was able to be aspirated during this attempt. Also, it was reportedly known that the patient's catheter was located in the lumbar subarachnoid space, rather than their intrathecal space. During the replacement surgery, it was noted that the patient's catheter was coiled in the lumbar subcutaneous/interfascial space. The patient's pump was also replaced with a medtronic device although there was no specific reported issue with it.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Per the instructions for use of the device, catheter kinking is a known possible risk of use of the device. Internal complaint number: (B)(4).

Manufacturer narrative:
Devices were returned for additional evaluation and investigation. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. The battery level was read and found to be within specification. Engineering did a reading of the prior 30 days of battery measurements and found five instances of the battery being "low" and two instances of the battery being "marginal". As the pump was explanted on (B)(6) 2022 and not received for analysis until (B)(6) 2023, flowonix is unable to account for the conditions during this time frame. Pump storage and/or conditions during transit may be a factor in the results of the battery readings that were "low" and "marginal". Engineering cannot confirm the coiling of the catheter within the patient, but three sections of catheter were returned with the pump. Two sections with no distal ends measured 40 cm and 35.5 cm. They were both found to be patent with air and sterile water injection (swi). The third section, also measuring 35.5 cm, had a distal end. It was found to be occluded. It was not patent with air and swi. Per the instructions for use of the device, catheter occlusions are known possible risks of use of the device. Please note that the intended selection for the investigation finding code was: blockage identified. The code was not able to be selected at this time. Internal complaint number: (B)(4).